Event description:
The surgeon reported that the pt previously had an infection in her skin flap. This infection was treated. On 12/09/1996 the pt's nonfunctional ineraid device was explanted and a nucleus 22 channel cochlear implant was implanted. The pt developed a skin flap infection approx one week later. The pt was hospitalized and treatd with intravenous antibiotics. She was released from the hosp and continued antibiotic treatment at home. The surgeon reported that the pt was recovering well. The health care professional has been informed that the explanted deivce should be returned to cochlear corp.